Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2015 with the following findings: the pump keypad was observed to be intact with no damage noted. The pump keypad buttons were tested and the up and down buttons were found to be intermittently responding to presses. They keypad was removed and contamination was observed on the button contacts. Unrelated to the complaint, the pump battery compartment was found to be cracked; the returned battery cap was able to secure to the pump for testing. Also unrelated to the complaint, the display screen was observed to be dim and discolored with reddish coloration.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow button was intermittently responding to presses. The reporter stated that the patient did expose the pump to moisture in the shower and while swimming. The reporter confirmed that there was no known trauma to the pump. The patient reportedly wore the pump attached at the waist and did not clean the pump. This report is made based on the allegation of the down arrow button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.